Manufacturer narrative:
No traces of moisture were noted at reservoir tube, electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had fluid in the reservoir compartment. Customer dried reservoir with q-tip. Customer's blood glucose level wsa 405 mg/dl. Self test was ok. Drive support cap was not damaged. No further details given.